Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she experienced low blood glucose. The customer stated that the insulin pump had a vibrate anomaly. The customer's blood glucose was 50 mg/dl at the time of incident. The customer performed self-test and the insulin pump did not vibrate during vibrate test. The customer stated that the insulin pump does not vibrate when using the up arrow button, pressing act or giving herself a bolus. The customer stated that the insulin pump did not vibrate when being alarmed. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.